Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not yet been returned for testing. Device evaluation was accomplished through a review of the downloaded software flags. Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing of the monitor, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date & usage of device: monitor: 06/10/2015 - initial use, electrode belt: 04/09/2015 - reuse.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient reportedly lived alone and no details are known surrounding the patient's death. Review of the downloaded data reveals that the patient experienced a bradycardia event which degraded to asystole. During the asystole event, oversensing of small cardiac activity contributed to a false detection which resulted in one shock being delivered. Asystole is considered a non-life sustaining, non-treatable rhythm.